Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the haptic was defective, not working correctly with confirmed no patient contact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).